Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). For the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and implant record received. Implant records reported that the patient underwent closed reduction converted to open. Doi: (B)(6) 2016; dor: (B)(6) 2017, (right hip) fourth revision.